Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading at the time of the call was 460 mg/dl. Troubleshooting was performed. The customer stated that the device was dropped on a hard floor and the device was not responding. No further info was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a battery tube connector not being plugged properly.